Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the control printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Moreover, it was initially reported that hose clamp was broken but during on-site visit it was revealed that broken was only cable guide and hose clamp was not broken and not replaced. Error in the internal memory is a technical alarm common after a software installation. Restart the system and check that no technical alarms are activated. If error code remains, this indicates a hardware error. Control printed circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The device's logs and claimed part were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. Moreover, the ventilator's oxygen hose clamp was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).